Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was a crack in the main body from which water temporarily flooded, causing a communication failure that temporarily prevented images from being displayed. The following is included in the instructions for use (IFU) and may have prevented the event: "do not drop the product or allow it to strike other objects. Water leakage could result in damage of electrical circuits inside the product." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head showed no image. The issue occurred during preparation for use in an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found connector crack, scratches on the main body of the head (lens), head main body crack, head part main body flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.